Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure an open gastrectomy, while the device was being applied for clipping the gastric artery, the surgeon was able to squeeze the handle but the jaws was not able to close. The device was changed to resolve the issue in order to complete the case. There was no patient injury.